Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was not detecting latch use during testing. There was no patient involvement.

Manufacturer narrative:
Received one device, visual inspection found defective upstream occlusion sensor. Functional test found defective latch/lock mechanism. After repair, the device passed all tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.